Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight not reported. This report is for one for unknown device needle threaded guide; device was deemed reportable on december 21, 2016 and added as a separate part to the complaint. (Other number) no part number, UDI unavailable. Part of device remains in the patient; device not considered implanted or explanted during the initial procedure on (B)(6) 2016. Device is unavailable for return. Reporter telephone number: (B)(6). Part # is unknown, 510k is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that on (B)(6) 2016, patient underwent surgery for the treatment of a fracture in adolescent below the distal physis of the right tibia. During the surgery, the orthopedist placed the needle thread guide by surgical technique, and then performed the drilling with the cannulated drill system hcs 3.0. While pulling the bit part, the needle went outside. Low radiographic fluoroscopy showed at least a distal segment of the needle about a 3mm length. After some maneuvers and attempts to remove it, the doctor stopped the attempts and used another needle guide with smooth tip culminating in procedure. The fragments remained in the bone of the patient. No prolongation of the surgery or patient harm was reported. Patient status was reported as stable december 21, 2016 update: the needle threaded guide was broken and remained in the patient¿s body (3 mm aprox.). And was deemed reportable on december 21, 2016. The guide wire broke into 2 parts (one part aprox. 3 mm stayed inside the patient. Concomitant part: cannulated drill system hcs 3.0 (part# unknown / lot# unknown/quantity 1). This is report 2 of 2 for (B)(4). This report is for one unknown needle threaded guide.